Event description:
The patient developed a brain infarction when distal embolization occurred during a carotid stenting procedure. The patient is a male. The target lesion was the carotid artery (side unknown). There is no information regarding the target lesion characteristics. The diameter of the vessel is unknown. It is unknown if the lesion was pre-dilated. An angioguard distal protection device was in place in the vessel, and a precise stent has been successfully deployed in the lesion when the event occurred. Argatroban, clopidogrel, and aspirin were given intra procedure and after the event occurred. It was noted that on the same day of the procedure, the patient had a seizure, and intubation was needed. The patient is recovering, but mild paralysis on right limb remains.

Manufacturer narrative:
Ths product is not available for evaluation and testing. Additional information to be submitted 30 days upon receipt. Please note that this medwatch report represents one of two cordis products that was involved in the same procedure and is related to mfg# 9616099-2008-00441 and 1016427-2008-00043.